Event description:
A manufacturer representative reported that the patient had difficulty charging their implantable neurostimulator(ins) after a fall in (B)(6) 2016. The patient noted that he was charging more frequently after the fall, but was charging more frequently prior to the fall as well. It was also noted that the patient had rotator cuff surgery about four weeks prior to the report; a month before that, the patient was having more difficulty charging and a (physician recharge mode) prm was needed . The patient used high settings, used the stim daily, more frequently, and needed to charge the ins every day. On (B)(6) 2016, a rep reported that no troubleshooting was performed at the patient's appointment. The rep wanted to schedule a trickle charge a later date and plan to replace the ins. There were no reports of medical or therapy issues and no patient symptoms reported. The indication for use for the implanted device was noted as radicular pain syndrome (radiculopathies).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.